Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The very top plastic part of the dialyzer cracked and started leaking blood about 1/2 an hour into treatment. Leak originated from the dialyzer port. Minimal blood loss. Pt had no ill effects. Sample was discarded; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.